Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, calcified and 90% stenotic mid left anterior descending artery. The physician advanced the 2.5 x 15 mm quantum maverick balloon to the lesion and inflated the balloon three times to predilate. The first inflation was to 14 atms, the second inflation was to 18 atms and the third inflation was at 18 atms when the balloon ruptured. The device was removed from the patient intact. The procedure was successfully completed with the deployment and post dilation of a taxus stent. Patient status is listed as "good".